Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the site was experiencing intermittent communication difficulties when attempting to communicate with multiple vns pts devices using their programming wand. Troubleshooting performed revealed that the programming wand was the most likely source of the communication problems. The wand was returned to MFR for analysis. Analysis confirmed the communication problems and found that the serial data cable, which produced the communication errors, and intermittent conductors. A known good bench serial data cable was substituted and a known good bench battery was installed and all communication errors cleared.